Manufacturer narrative:
Batch review performed on 28 may 2018; lot 164826: (B)(4) items manufactured and released on 17 october 2016. Expiration date:2021-10-06 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: cocr ball head 12/14 ø 36 size l +3.5 reference 01.25.032 (k080885); lot 172871: (B)(4) items manufactured and released on 26 september 2017. Expiration date: 2022-09-11 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The same day of the surgery the patient was reopened for stem rotation inside the femoral canal. Stem and head swap. The surgery was completed successfully.